Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - tight stenosis, occlusion. No results available since no evaluation performed - device or procedural images not provided for review. Related to operational context - event most likely procedural related. Inherent risk of procedure-stent dislodgement. None - no device returned. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-tight stenosis, occlusion. Unable to confirm complaint - device or procedural images not provided for review. Operational context caused or contributed to the event-event most likely procedural related. Known inherent risk of procedure-stent dislodgement. (B)(4).

Event description:
Image review: one still procedural image was provided for review. The image confirms the displacement of the stent on the delivery system balloon. There are no images capturing the advancement of the device up to this point and no images capturing the difficulties encountered by the physician when retracting the device. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The 1st ten proximal segments and the 1st two distal segments were intact. The remaining segments were severely stretched and deformed. Crimp impressions were visible on the exposed balloon surface

Manufacturer narrative:
Evaluation results: failure to follow instructions (no pre-dilation of the target lesion/vessel carried out). Inherent risk of procedure (hematoma). Deformation problem. Evaluation conclusion: failure to follow instructions (no pre-dilation of the target lesion/vessel carried out). Inherent risk of procedure (hematoma). (B)(4).

Event description:
A physician was using an assurant cobalt peripheral bare metal stent to cross a tight stenosis in the right common iliac vessel of the patient with the stent catheter. Lesion was reported to be non-tortuous with moderate calcification. No pre-dilatation had been done. No damage or movement of the stent prior to use. Stent was not handled directly. No resistance going on wire, slight resistance through haemostatic valve and went through sheath fine. All well until the physician started to push stent through the occlusion. Although catheter and wire went through easily there was resistance to the stent advancement. Physician noticed the stent had slipped back approximately 10mm. The physician then withdrew the sent back from the occlusion. The stent slipped the other way as if it was slightly snagged on the material in the occlusion. Stent came free and the physician withdrew it into the sheath as far as possible. Some of the stent could not be retrieved into the sheath, pulling the balloon shaft simply pulled the balloon further into sheath leaving stent behind. Physician carefully withdrew the sheath and, by screening, could see some of the stent was clear of puncture. Physician firmly clamped sheath, stent/ balloon and guide wire and withdrew through arterial puncture. The stent was elongated and looked ragged. The guide wire remained across occlusion, a new 6fr sheath sealed the puncture, and physician carried on, pre-dilated the occlusion and successfully finished procedure with another assurant cobalt. Puncture haemostasis achieved with 10 minutes of manual compression. The patient was kept overnight, and developed groin pain. The following morning a 13mm false aneurysm was noted which was injected with thrombin. Still some groin pain at early out -patient review but walking very well.